Event description:
While wearing the external device the pt reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen by a company representative for evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.